Manufacturer narrative:
(B)(4). Results found that the ecs29a device arrived in good visual condition. The anvil half washer was present and cut indicating that the instrument achieved a full firing stroke; however the instrument was received fully loaded with staples. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the surgeon attempted to connect the anvil to the stapler and the two components would not lock together. The surgeon removed the stapler and opened a new device of same code and was able to connect the new stapler to the first anvil that was already in place in the patient. The case was completed with first anvil and new stapler. There were no patient consequences reported.